Event description:
Broach tip broke during total hip surgery, (last two-three teeth) not noticed until after surgery. Tip of broach remained in patient.

Manufacturer narrative:
K2 broaches are reusable instruments.